Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the dn pca. The cause of the code 204 is a disruption in communication. The cause of the disruption in communication is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204.